Manufacturer narrative:
Corrected data: b5 and h6 refreshed.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise. The patient was asymptomatic. Isometric testing was performed and noise was reproduced. The physician alleged insulation damage, although it was not confirmed. Programming changes were implemented and there were no consequences to the patient.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise. The patient was asymptomatic. Programming changes were implemented and there were no consequences to the patient.